Event description:
Hcp reported that the patient was not getting any pain relief. The hcp observed that when they were doing the refill that they were able to aspirate 18 mls which was the amount they had put in. They assumed the pump wasn't working and supplemented the patient with oral meds. The patient did not experience withdrawal symptoms. They did a rotor test and the "rotor was stalled". The device was explanted but not returned to the manufacturer for analysis. The hcp reported the patient is "now doing pretty well". They are titrating patient's dosage back up again.